Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report # 1038671-2022-01344

Manufacturer narrative:
(D10) concomitant devices: 300-01-11 - eq humeral stem primary, press fit 11mm: 6255143. 320-36-00 - 36mm humeral liner +0 unconstrained:6027681. 320-10-00 - equinoxe reverse adapter plate tray +0: 6296863. 320-31-36 - glenosphere, 36mm: 6141487. 320-35-03 - small posterior augment glenoid plate, left: 5930496. 320-15-05 - eq rev locking screw: 6286860. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial reverse total shoulder replacement on the right side. Subsequently, the patient experienced a dislocation. Patient was sitting on the couch when shoulder dislocated while trying to stand up .as a result, almost 3 years after initial replacement, the patient underwent a right shoulder revision and was revised to hemiarthroplasty. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 . MDR section codes updated/corrected: b, c, d. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.